Event description:
It was reported that the device was used during a laparoscopic duodenal switch procedure, when firing the long45a on the stomach, the staples left a hole in the stomach. The staples did not close at all. The surgeon had to oversew the stomach laparoscopically. Then had to open a new instrument to complete the case. There were no adverse consequences to the patient.